Event description:
It was reported by a nurse, to the biomedical engineer, that the epg (external pulse generator) would pace and sense the ventricle at the same time. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. One pin of the ventricular side of the heart lead flex was found to be out of specification electrically - open. The main printed circuit board (pcb) was also electrically out of specification, the pause key of the keyboard was intermittent - collapsed, and the output connectors were contaminated.